Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found damage on the bending tube, evidence of a third-party repair and the bending angle in the right direction exceeded the standard value. The scope cover case unit had a stain, the plastic distal end cover was dented and had evidence of a third-party repair, the light guide lens was cracked, the adhesive on the bending section cover was chipped and had evidence of a third-party repair, the connecting tube was dented and had evidence of a third-party repair, and damage on the charged coupled device unit caused the image to not be displayed. The charged coupled device unit also had evidence of a third-party repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cables are extremely tight and pull crooked. The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water tube and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus has confirmed adherence or clogging of materials in the air water channel and auxiliary water channel from the photos provided, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.